Event description:
The dc adapter allegedly works indoors ( home, hotel) but it allegedly does not work in the consumer's car. When consumer plugs the adapter in the car, it allegedly works for 1 hour, gets hot and no longer works. No injury is alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model tpo140 serial number/date code unknown has an unknown age. The user manual part number 1156872 was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.